Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. A device history record (DHR) review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head image was very fuzzy and could not see anything. There were no reports of patient harm.

Event description:
It was reported the camera head image was very fuzzy and could not see anything. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.